Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while servicing the device, it was observed that the device was getting check vent: battery failed'(1124) error message, it was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.